Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a reported image problem. During the evaluation, a green colored image defect was found due to a broken charged coupled device. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a green colored image defect due to a broken charged coupled device and the fibre bonding in the outer tube area (distal end) is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer regarding the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during pre-use checks.